Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the ds was inserted into the body via the left femoral vessel, and after crossing the aortic valve, the first deployment (to 80%) was performed with annular alignment. Incomplete stent opening (iso) was observed, the valve was fully recaptured. The second deployment (to 80%) was performed with the device positioned more toward the left ventricle (lv) side than during the first attempt. As the iso was not resolved, the device was recaptured again, and a third deployment (to 80%) was performed. Since the iso still could not be resolved, repeat pre-bav was required. A second 27mm navitor vision valve was selected for implant using a new large flexnav (ds). Iso was observed so it was recaptured once and resolved then the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The user believes that the valve expanded non-uniformly due to the presence of calcium on the valve leaflets. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that incomplete stent opening (iso) was observed and was not resolved after third deployment. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.